Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2021-01551.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay for 2 patients performed in (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported a false positive result on a direct tested nasopharyngeal swab with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was not performed. Rt pcr confirmation testing (biofire) direct tested nasopharyngeal swabs generated negative results. The customer stated patient was symptomatic. Additionally, the customer reported there was a delay or impact in the patient's treatment ,as additional covid testing was required. The customer confirmed no patient harm occurred. No additional patient information such as treatment was provided.

Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m148731 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m148731, test base part number 190-430 / lot m148731. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m148731 showed that the complaint rate is 0.01%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination. Reference MFR. Reports: (B)(4).